Event description:
It was reported that the patient had recharged since implant with no issues. Ten days ago, the patient felt a pinching sensation immediately after putting the belt on and starting the recharging process (the patient was seated during the recharging). The patient reported feeling his skin heating up and noticed there was redness where the implantable neurostimulator (ins) was. The hcp confirmed that there appeared to be a thermal burn on the skin over the lower right hand corner of the ins where the ins was more superficial. The two small areas with the burn scarred over. The patient was instructed to use a spacer and the patient had recharged again with no issues. See manufacturer's report number: 6000031-2007-02558. It was further reported that the patient's system was removed due to an infection. Additional information has been requested from the hcp, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.